Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings and stopper groove for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis.

Event description:
Customer reported that insulin was leaking from the reservoir. Trouble shooting for a reservoir leak was done. Customer stated at the time of event her blood glucose level was 130 mg/dl. Customer still used the reservoir. Customer also stated during trouble shooting that the leak could have been from the reservoir or infusion set, because insulin was leaking from the quick release. Current blood glucose level is 317 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.